Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion detection at high, medium and low settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion sensor test (downstream occlusion detection) in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11. A review of the event history log revealed multiple downstream occlusions. The device was tested for downstream occlusion detection and it passed; no pump device correction is required. The device was found to be within specification. Should additional relevant information become available, a supplemental report will be submitted.